Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient did not turn implant off during two mammogram appointments. Patient was claiming they feel pain in their right pelvic side. Patient has had two mammograms. The patient was advised to turn off stimulation if these are new symptoms and patient was in pain and have device checked at clinic. The patient was very confused throughout the call on if this was related or not. Patient at one point said it was not very painful and they were reporting a previous pelvic injury that this can be related to. It was advised patient should make an appointment with healthcare professional (hcp). If it is painful patient is advised to shut it off.